Event description:
A descemet's detachment (large 5-6 clock hour seperation) occurred during an itrack advance procedure after delivery of 12 'clicks' of viscoelastic fluid. The procedure was aborted when the descemet's detachment occurred.